Manufacturer narrative:
(B)(4). The device was investigated by a maquet service technician. An expired battery was found (expiration date 4/2015). The defective battery was replaced and the functional and performance tests were successfully executed. The unit was returned to service. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported that while attempting to transport a patient, the device would not run on battery power. Plugged device into ac power outlet to continue therapy until device could be switched with another. No injury or adverse affect occured to patient. (B)(4).